Event description:
It was noted that upon detection of non-sustained events the electrogram (egm) was lost. It was also noted that t-wave oversensing was seen prior to one event. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.